Event description:
This is a supplemental report to initial report# 3008789114-2015-00009 to submit additional investigation results from device manufacturer.

Event description:
This is a supplemental report to initial report# 3008789114-2015-00009 to submit additional information from manufacturer of suspect device. Reference manufacturer MFR 3005862821-2015-00011.

Manufacturer narrative:
Notification: due to prodigy account inadvertently not being migrated from https://esgtest.FDA.gov to https://esg.FDA.gov, this report was previously submitted to MDR test environment. This is a re-submission through https://esg.FDA.gov production webtrader.

Event description:
Pdc received a call on (B)(6) 2015 reporting a medical intervention that occurred on (B)(6) 2015 at 4:30pm. Patient called in stating that her blood glucose level was high. Patient stated she was lightheaded, dizzy and nauseated. The reading on the prodigy meter at the time of the event was 274mg/dl. Paramedics were called 15 minutes after testing with the prodigy meter by patient's nurse. Patient was not given any treatment while waiting on paramedics. Upon arrival, paramedics tested patient's glucose with a result of 169mg/dl. Approximately 20 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient was transported to ER by paramedics. Patient stated that ER was busy and that ER staff did not get to her until around 7:30-8:00pm. No treatment was administered at ER. Patient's blood glucose upon discharge from ER was 150mg/dl. Patient's stated that her total stay in hospital was 5.5 hours. Pdc sent replacement system and prepaid envelope requesting return of suspect system.